Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the battery in slot 2 was completely drained and showed as such on the monitor. The battery in slot 1 showed about a quarter of charge on the battery display on the monitor. When the iabp unit was placed on a trainer to start operation, the iabp unit shut off immediately. The stm noted that the batteries were of insufficient capacity and were due for replacement this preventative maintenance (pm) cycle. Facility is a demand request customer, and the last pm was performed in (B)(6) 2018. The stm replaced the batteries then tested the battery charging capacity which passed to factory specifications. Unrelated to the reported issue, further testing by the stm revealed excessive error code # 137 and a slow helium leak in the console. The stm replaced the video generator board per the service manual. The stm replaced the helium reservoir assembly ater troubleshooting then replaced the console cover due to extensive damage. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down unexpectedly. It was later reported that the iabp was in lifeflight transport on battery power when it shut off, and that the staff did not attempt to restart the unit as they arrived at the hospital with no further need for the unit. There was no lapse in treatment, and the patient was seamlessly switched to the facility's iabp. No patient harm or adverse event was reported.